Manufacturer narrative:
H3 other text: reported problem was solved by third party, after replacing the trunk cable, device was successfully returned to service.

Manufacturer narrative:
Reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was communicated to philips the device had ECG waveform interference. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.